Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 9am with a blood glucose level of 539 mg/dl due to a no delivery alarm. The customer fell down the stairs with a blood glucose level of 45 prior to the hospitalization. The customer was treated with their insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.